Event description:
Event verbatim [preferred term] gelfoam sterile sponge size 100 is not absorbed or dissolving [device malfunction] , . Case narrative:this is a spontaneous report from a contactable pharmacist. A patient of unspecified age and gender started to receive absorbable gelatin (gelfoam), (ndc 00009-0342-01) via an unspecified route of administration from an unspecified date, for an unspecified indication. Medical history and concomitant medications were not reported. The pharmacist asked what conditions that the sterile sponge size 100 is not absorbed or dissolving? There was patient involvement. The action taken with absorbable gelatin and the outcome of the event was unknown. Product quality product quality investigation results: classification: product use attributes; subclass: product use attributes defect not classified. Root cause: pfizer (company name) could not determine a root cause for the reported defect to be related to the (name) production process. A review of the aprr reports and evaluation of trends, as well as previously investigated complaint reports, indicated that all gelfoam batches relevant to this investigation had met established requirements at the time of release. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer site. Corrective action: there were no corrective actions identified as a result of this complaint investigation. All reviewed records, investigation reports, and in-process controls were acceptable, and have met the established requirements. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. The reported defect is a product malfunction. On 02may2019, the product quality complaints group provided the following: a complaint has been received by pfizer with reasonable suspicion of a malfunction. Impact to the device: device interferes with wound healing, with an associated worst case severity of s4.hazardous situation (worst case s4): gelfoam does not resorb after implanting into the patient. Hazard number: h03-01. Additional previous MDR: (case#) may be associated for placental accrete, (case #) may be associated for the sponge needing to be removed, (case#) may be associated for the sponge needing to be removed, and (case #) may be associated for inter-cranial granulomas. The complaint is to be evaluated for MDR. Follow-up (01oct2017): follow-up attempts are completed. No further information is expected. Follow-up (25apr2018): new information from product quality complaints group included: product quality investigation results. Follow up attempts are completed. No further information is expected. Amendment: this follow-up report is being submitted to allow appropriate reporting to health authorities. Investigation results updated. Follow-up (02may2019): new information from product quality complaints group includes: severity ranking, hazard number, previous mdrs. Follow up attempts are completed. No further information is expected. Company clinical evaluation comment: the reported event "gelfoam sterile sponge size 100 is not absorbed or dissolving" coded as "device malfunction" did not cause serious injury in this patient. This is a single potential device malfunction (delay in product absorption after use), which has a theoretical risk to cause serious injury to patient, if it were to recur. The company conducted an investigation, and the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. No corrective actions were identified as a direct result of this complaint investigation., comment: the reported event "gelfoam sterile sponge size 100 is not absorbed or dissolving" coded as "device malfunction" did not cause serious injury in this patient. This is a single potential device malfunction (delay in product absorption after use), which has a theoretical risk to cause serious injury to patient, if it were to recur. The company conducted an investigation, and the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. No corrective actions were identified as a direct result of this complaint investigation.

Manufacturer narrative:
Classification: product use attributes; subclass: product use attributes defect not classified. Root cause: pfizer (company name) could not determine a root cause for the reported defect to be related to the (name) production process. A review of the aprr reports and evaluation of trends, as well as previously investigated complaint reports, indicated that all gelfoam batches relevant to this investigation had met established requirements at the time of release. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer site. Corrective action: there were no corrective actions identified as a result of this complaint investigation. All reviewed records, investigation reports, and in-process controls were acceptable, and have met the established requirements. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. The reported defect is a product malfunction.

Manufacturer narrative:
Classification: product use attributes; subclass: product use attributes defect not classified. Root cause: pfizer (company name) could not determine a root cause for the reported defect to be related to the (name) production process. A review of the aprr reports and evaluation of trends, as well as previously investigated complaint reports, indicated that all gelfoam batches relevant to this investigation had met established requirements at the time of release. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer site. Corrective action: there were no corrective actions identified as a result of this complaint investigation. All reviewed records, investigation reports, and in-process controls were acceptable, and have met the established requirements. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. The reported defect is a product malfunction.

Event description:
Gelfoam sterile sponge size 100 is not absorbed or dissolving [device malfunction]. Case narrative: this is a spontaneous report from a contactable pharmacist. A patient of unspecified age and gender started to receive absorbable gelatin (gelfoam), (ndc 00009-0342-01) via an unspecified route of administration from an unspecified date, for an unspecified indication. Medical history and concomitant medications were not reported. The pharmacist asked what conditions that the sterile sponge size 100 is not absorbed or dissolving? There was patient involvement. The action taken with absorbable gelatin and the outcome of the event was unknown. Product quality product quality investigation results: classification: product use attributes; subclass: product use attributes defect not classified. Root cause: pfizer (company name) could not determine a root cause for the reported defect to be related to the (name) production process. A review of the aprr reports and evaluation of trends, as well as previously investigated complaint reports, indicated that all gelfoam batches relevant to this investigation had met established requirements at the time of release. It is unknown how the reported complaint sample was handled, stored, or used after leaving the pfizer site. Corrective action: there were no corrective actions identified as a result of this complaint investigation. All reviewed records, investigation reports, and in-process controls were acceptable, and have met the established requirements. Conclusion: the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. The reported defect is a product malfunction. Follow-up (01oct2017): follow-up attempts are completed. No further information is expected. Follow-up (25apr2018): new information from product quality complaints group included: product quality investigation results. Follow up attempts are completed. No further information is expected. Amendment: this follow-up report is being submitted to allow appropriate reporting to health authorities. Investigation results updated. Follow up attempts are completed. No further information is expected. Company clinical evaluation comment: the reported event "gelfoam sterile sponge size 100 is not absorbed or dissolving" coded as "device malfunction" did not cause serious injury in this patient. This is a single potential device malfunction (delay in product absorption after use), which has a theoretical risk to cause serious injury to patient, if it were to recur. The company conducted an investigation, and the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. No corrective actions were identified as a direct result of this complaint investigation., comment: the reported event "gelfoam sterile sponge size 100 is not absorbed or dissolving" coded as "device malfunction" did not cause serious injury in this patient. This is a single potential device malfunction (delay in product absorption after use), which has a theoretical risk to cause serious injury to patient, if it were to recur. The company conducted an investigation, and the review of all records and reports within scope of this investigation demonstrated the acceptability of the product over the timeframe within scope. No corrective actions were identified as a direct result of this complaint investigation.